Manufacturer narrative:
Changed d4: unique identifier (UDI) # (B)(4) to (B)(4).

Manufacturer narrative:
The returned device was evaluated and the reported needle mechanism failure was not confirmed. Inspection of the needle mechanism and linkage assembly found no damage. A bend and kink were in the exposed cannula. The downloaded data shows no signs of a struggle or pulse width increase during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she got to a very high reading on her dexcom while wearing the pod on her abdomen for longer than 48 hours. The dexcom was reading 'high'. She stated that the pink slide was in the middle of the pod (instead of in the window), indicating the device did not deploy properly. She also stated that the cannula appeared very bent when the pod was removed. Treatment included doing a correction through the pod, but when she noticed her levels were not going down she took a 5 unit bolus via injection. The very high reading on her dexcom prompted the patient to take off the pod. The patient had done some suspensions for the insulin on the day of this occurrence. The device was returned for evaluation.